Event description:
Patient with lvad therapy for 2 months presents with 2 episode gi bleeding (1st episode required 1 unit blood transfusion; 2nd required 17 units blood transfused). International normalized ratio (inr) was 1.4 on admission. Dieulofoy lesion was found in the stomach via upper endoscopy (egd) and was clipped. As a result of the severity of this bleed, aspirin therapy was stopped. Unable to consistently maintain heparin bridge due to bleeding.